Manufacturer narrative:
Patient information was not available at the time of this report. Medtronic representative did a full navigation system check-out and found no issues. Software application and axiem application check-outs passed. Medtronic rep investigation noted that the scan of this patient was clearly distorted.

Event description:
Medtronic representative reported that while using both optical and axiem technologies, the site is experiencing issues registering and an inaccuracy of 2-3cm while in a cranial procedure. Surgeon continued surgery with use of the stealthstation with no impact on patient outcome.